Manufacturer narrative:
The device is not being returned for evaluation as the reported incident was due to user error. In the dose mode section of the operator's manual, changing dose mode dose, the user is instructed to use the data keys to change the dose, then press enter. The user then must highlight accept, then press enter to accept the changes. The facility did not suggest that the pump was supposed to alarm and didn't, but that the pump should have this feature.

Event description:
Report was filed for informational purposes regarding device feature. Information was received regarding an incident which occurred due to user error. A nurse went into the dose mode to up the dosage (the settings and drug infused are unknown). However, when she did so, she did not accept it so the dose did not actually change. While the patient's blood pressure did drop, the user error was caught and the patient did not suffer any permanent injury or adverse reaction. While the facility admits that what happened is due to user error, the facility felt that the pump should have alarmed that the change in dose mode was not fully processed when the nurse left that function. The pump is not being returned for evaluation. The serial number is not known.